Event description:
It was reported that a solution administration set was observed with a missing roller clamp. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. Visual inspection identified that a roller clamp was missing. The cause was determined to be related to the manufacturing assembly process. A CAPA has been initiated to investigate this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.